Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient experienced swelling and infection at implant site. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported).